Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) after 53 months of use, and the physician suspected that the device's battery depleted prematurely. A surgical procedure was performed and this crt-d was explanted and replaced with a new device. No adverse patient effects were reported.

Manufacturer narrative:
This crt-d will not be returned to boston scientific, and therefore technical analysis cannot be conducted. As such, it is not possible to determine how the crt-d may have caused or contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.